Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.56 volts and a charge time of 31.2 seconds. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.